Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2016 with the following findings: the battery compartment was found to be cracked. The returned battery cap was found to be damaged. The threads were stripped and torn. The battery compartment threads were damaged as well. The returned battery cap was unable to be securely attached to the pump. A test cap was used and able to attach but not tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump casing. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.